Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that status post an atrio-ventricular ablation procedure, the right ventricular (rv) lead had no capture at the set lower limit. It was noted that the patient had been observed to have their arms raised over their head and was frequently reminded to keep their left arm down. The lead was explanted and replaced. No patient complications have been reported as a result of this event.